Event description:
The manufacturer became aware of an user of a rep dreamstation auto CPAP with allegation of breathing problem. There was no report of serious patient harm or injury. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.